Event description:
It was reported. Dermatome keeps losing power. Lost power when tried to use on patient. On (B)(6) 2014 additional information was received during direct conversation with biomedical engineer who said the device was tested "in air" prior to use on patient. When the surgeon started to take the graft, the device stopped; a spare device was available. Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.